Event description:
During baxter's functionality testing of a spectrum pump, it had turned off without user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the power off without user input, which was reproduced during eval. Eval found a seized motor which can cause excessive current draw. This excessive draw causes loss of power while on ac power only, resulting in unit to power off without user input. The motor assembly was replaced.